Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information received: what is the patients current condition? --- no problem. Was the hemorrhage internal or external? --- no information. What symptoms did the patient present for the bleeding? --- no information. When was the safety released during the procedure? --- no information. When the device was fired, where was the indicator located within the green zone/gap setting scale? --- no information. Was there audible and tactile feedback from firing the device? --- no information. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? --- no information. Was the patient receiving any blood thinning products? --- no information. Who fired the device? --- the doctor did. Assistant or the surgeon? --- the surgeon user experience with the device? --- no information.

Event description:
It was reported that during an open total gastrectomy, the closing force was much lower and the adjusting knob was completely closed without resistance. The device was used between the esophagus and the jejunum. The doctor felt that something was wrong with the device. Then, the doctor opened the device once and closed again. After all, the closing force was lower as well and the adjusting knob was completely closed without resistance. The doctor waited for thirty seconds before the firing and after the firing. The donuts were created properly and staples were formed properly. However, arterial hemorrhage occurred from the anastomosed site three hours after the operation. A clip was used to stop the arterial hemorrhage endoscopically. The amount of the bleeding was unknown. Blood transfusion was not required. There were no adverse consequences to the patient. No device will be returning.